Event description:
Device returned to manufacturer for analysis with report of "pump replacement - poor effect/outcome increased tone, spasms, skin crawling, and mental agitation." Follow up with hcp revealed the reported symptoms occurred when patient had compounded baclofen in the explanted pump. Hcp conducted troubleshooting to determine the problem. Aspiration of the catheter was successful on the first attempt but later it was not possible. A dye study was attempted but patient was unable tolerate the dye. The devices were replaced. Lioresal was placed in the pump and the patient is doing very well at refill this week with new devices.